Event description:
A report was received that the patient had an infection in the epidural space. The patient was experiencing pain in her back. The symptom was an abscess that developed at the end of the trial. The physician believed it was due to the patient being on prednisone. The patient was admitted to the hospital where a decompression procedure was performed. The patient developed methicillin(B)(6) while in the hospital. The physician could not determine the cause of infection. The patient has been prescribed IV antibiotics for six weeks and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: linear trial lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.